Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the device was received for evaluation. Visual inspection by the naked eye did not identify any abnormalities that could have contributed to the reported condition. A leakage test of the dialysate side was performed and a crack in the welding zone was found. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately one hour after starting treatment with a theranova 400 dialyzer an external fluid leak from the filter was observed, reported as ¿water on the floor¿. It was reported treatment was discontinued then restarted on a new device with ¿new materials¿. The amount of dialysis fluid was estimated at 100 - 200 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.